Event description:
Pt received deep 3rd degree burns on the thigh at the location of the return electrode pad (manufactured by 3m). The user facility had two different generators (same model number). It is unk which consoles were used in which case.

Manufacturer narrative:
Could not duplicate the events that may have caused the reported complaint. Both generators were returned for test and eval. One unit met all test requirements. The second generator's outer cover was dented (suspect that the unit was dropped). The unit serial number was not readable, but was confirmed through eval of circuit board ID numbers. The unit did not have an output. The grounding pad monitoring circuit alarmed when 25% of a grounding pad was removed from the skin surface.